Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The device was received and evaluated at the service center. The following repair activities were performed: performed service and repair functions. Reviewed service history. Attached box label, and electrical safety. The unit was evaluated and the reason for return (low pressure, chamber filling) was verified. File chamber valve was adjusted to address (low pressure, chamber filling). Two damaged stand-offs replaced. The unit passed all diagnostic tests, functional tests, and is fully operational. Replaced worn fingers on complete pressure adjuster (preventive maintenance) with tip replacement kit. A batch record review has not been conducted for device because it was manufactured by fms in (B)(4). This facility was closed by the end of 2011. Depuy synthes mitek quality engineering proposes that lot history reviews for legacy fms products be performed only in the event that a trend relating to a specific batch/lot has been identified. Also, since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions these batch reviews are not done. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a knee scope surgical procedure, it was observed that the set-up chamber on the 4580 fms duo+ pump/shaver combo device became full of saline. According to the reporter, the device had low pressure and was not holding pressure. There was a delay of three minutes to obtain a spare device to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.